Manufacturer narrative:
(B)(4).

Event description:
It was reported the device lifespan unexpectedly depleted since the last checkup six months ago. The patient will return in three months to replace the device. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment, and high current draw was noted. The cause of the high current draw could not be determined.

Event description:
New information received states the device was explanted and replaced. The patient condition is well.